Event description:
Received information stating customer's pump began beeping and would not respond during basal delivery. Reportedly, the customer had not checked his blood glucose level.

Manufacturer narrative:
The product has been received for evaluation; however, evaluation is not yet complete. A follow-up MDR will be submitted.